Manufacturer narrative:
Review of manufacturing and sterilization records did not highlight any pre-existing anomaly or non conformity on involved batch of liner that could have contributed to reported issue. The manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Revision surgery performed on (B)(6) 2025 due to shoulder instability. Surgeon removed the pre-existing smr reverse liner +3mm d.40mm (part number: 1365.50.815, lot: 23at40l, sterilization: 2400045) and implanted an extension for humeral reverse body (part number: 1352.15.001) and a reverse liner retentive std dia 40mm (part number: 1365.50.811) to improve shoulder stability. Previous surgery date is unknown, as well as other components implanted in previous surgery. Patient is a male, date of birth on (B)(6) 1962. The event occurred in the united states.